Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image and an e216 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to corrosion on the plug unit, an e216 scope communication error occurred. The additional evaluation findings were as follows: the angulation lever had discoloration, the "up/down" plate had discoloration, the scope connector cover unit was deformed, the plug unit had corrosion due to water leakage, the circuit board unit in the scope connector had discoloration due to water leakage, due to a pinhole on the bending section cover, water tightness was lost, there was no electrical continuity due to damage on the distal end, due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly, the objective lens had a scratch and the universal cord's coating was peeling. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the bending section cover leaked and fluid invaded the scope connector during handling of the device. The fluid invasion caused abnormality of the electrical component. As a result, the no image/e216 error occurred. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use. Warnings and cautions: caution: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.